Event description:
The customer reported falling while using the walker and explained that the incident occurred after she stood up following a meal, causing her to fall into a window frame. She stated she was fortunate not to be injured. Upon inspection, the front wheel of the walker was found to be completely detached. No information was received regarding any serious injury as a result of this product issue.